Manufacturer narrative:
(B)(4). Attempts to obtain the following additional information have been made. No response to date. The device have been made with no return to date. If the device or further details are received at a later date a supplemental medwatch will be sent. Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgical technician¿s injury today? Can you identify the lot number of the product that was used? Attempts to obtain the device have been made with no return to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and a topical skin adhesive was used. When the surgical technician cracked the ampule the technicians finger was cut. The procedure was completed with a second like device with no patient consequences reported. There are no samples to return. Additional information has been requested.